Event description:
User received discrepant sodium and potassium results for one patient sample. Initial sodium result was 126 mmol/l, repeat on another analyzer at the site was 137 mmol/l and repeat on this analyzer was 140 mmol/l. Initial potassium result was 3.31 mmol/l, repeat on another analyzer at the site was 4.1 mmol/l and repeat on this analyzer was 4.06 mmol/l. Sample was rerun and repeated to verify results prior to reporting out. This did not affect patient treatment. The field service representative determined the cause to be an air bubble. He replaced the sample ise probe, sample probe, sv4 and adjusted the ise sipper probe. Performance tests were performed and checks were ok.